Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: stent implanted at unintended site. Device issue: difficult to deploy. It was reported via trial during implantation of the stent it was displaced. A second stent was implanted. No additional event or patient information is available.

Manufacturer narrative:
.